Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the device being applied at the stomach, it did not fire although the surgeon was bale to press the green button and squeeze the handle. New reload was used to complete the case. There was no patient injury.